Manufacturer narrative:
The customer also reported that the nurse immediately reconnected the companion 2 driver to external wall power at the wall outlet and reconnected the compressed air line to the wall compressed air outlet, and the companion 2 driver started pumping and the patient regained consciousness. The customer also reported that the patient appeared to have suffered no residual adverse effects from the disconnection of the companion 2 driver from the external power outlet and compressed air outlet, which resulted in battery depletion and eventual loss of power. Syncardia has no documentation as to how the companion 2 driver became unplugged form the external wall outlet and the external compressed air outlet. At this time, there is no evidence of a device malfunction. The patient was switched to a backup companion 2 driver, and the companion 2 driver that is the subject of the reported issue was returned to syncardia for evaluation. The results fo the investigation will be provided in a supplemental MDR.

Event description:
The patient was implanted with the syncardia temporary total artificial heart (tah-t) on (B)(6) 2013. At the time of the reported issue, he was supported by a syncardia companion 2 driver. The customer reported that the nursing staff was alerted to the patient's room by a "loss of power" audible alarm from the companion 2 driver. The customer also reported that when the nurse entered the room, she observed that the patient was unconscious, the companion 2 driver was disconnected form external wall power at the wall outlet, and the compressed air line was disconnected form the wall compressed air outlet. The customer also reported that both the companion 2 driver's external batteries and the internal, emergency battery were depleted.